Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure, the device would not open after firing. The device was forced open, and the procedure was completed with a like device. There was no patient consequence.